Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred during basal delivery. Customer reported using supplies for six to nine days. Tandem technical support informed customer that this is off label per the user guide. Customer reverted to manual insulin injections until pump supplies were delivered. Customer reported blood glucose level was within target range.